Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the connector pin is bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had difficulties placing the right atrial (ra) lead. It was noted that the lead connector pin was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.